Event description:
Follow up information identified the date of the previously reported ipg explant and replacement was (B)(6) 2019.

Event description:
It was reported the patient experienced an increase in charging time and frequency, with the battery draining in less than 24 hours. To address the issue, the physician explanted and replaced the patient¿s ipg with a new model (exact date is unknown).